Event description:
The international affiliate reported a broken spike during connection by clean flash. The set was in use for 180 days. There was no patient injury or medical intervention associated with this incident according to the international affiliate.